Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pump stopped working. No other details regarding the reported malfunction were provided.

Manufacturer narrative:
The pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and operated per specification. Based on the results of the investigation, the reported issue was not confirmed. Internal complaint number: (B)(4).